Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) identified a motor rate error, check syringe plunger sensor alarm. The device was visually inspected. A functional test was performed, and the reported issue was confirmed by plunger travel test. The possible causes are: one or both plunger holders (aka flippers) are stuck open due to contamination, worn, defective or damaged parts inside the plunger case. As a result, the main pcb, stepper motor, and worm coupling was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the top casing of the pump was broken. Alarms "check syringe plunger sensor and motor rate error" occurred during testing. There were no reported harm and no patient involvement. Evaluation of the returned device identifies the motor rate error and check plunger sensor alarm during plunger travel test which can stop therapy.